Event description:
There is a leak in the middle port of the 3000 ml exactamix eva container. Pharmacist had discovered this while checking the bag before delivery, so there was no patient interaction involved.